Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer submerged the pump briefly. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available as backup insulin therapy.